Event description:
A foreign adverse event occurred outside the united states. A 53-year-old male patient, with a previous history of neurogenic bowel dysfunction due to spinal cord injury, was prescribed a navina classic system, a transanal irrigation system with a rectal balloon catheter. The patient and his caregiver received hands-on training, and the patient started the procedure by the caregiver's help. On (B)(6), during the irrigation procedure, the patient complained about pain, and bleeding was discovered during irrigation. The caregiver slightly removed the balloon catheter. It was confirmed by the caregiver that the balloon catheter did not burst. A day later, the patient was brought to the hospital, where he was diagnosed with bowel perforation, which required immediate emergency surgery. As of the date of this incident, the patient is recovering well after the stoma surgery.

Manufacturer narrative:
The balloon durability test of the released product was successfully performed prior to batch release. Additionally, the actual device used will not be returned for physical investigation; therefore, the manufacturer is unable to establish an appropriate root cause for the involved product. However, we theorize that this incident could be a result of hydrostatic pressure created in the rectum, combined with the patient's underlying condition of spinal cord injury, which may have caused this serious injury.